Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. Further testing could not be performed due to the prime anomaly. The device had scratched screen, cracked display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube and lip. Unable to confirm the weak battery alarm.

Event description:
It was reported that the customer's blood glucose went up after delivering 1.5 units of insulin was delivered. The displacement and self tests were performed and passed. Reviewed the alarm history and found several no reservoir, no delivery, and weak battery alarms. The device had scratched screen. No further information was provided.